Event description:
Patient reported obtaining a blood glucose result of 191 mg/dl, while using the suspect device. Patient indicated that, within 5 minutes, an additional blood sample was collected and when tested in a reference lab, measured 86 mg/dl. Patient indicated that no action was taken based on the result obtained on the suspect device. No patient injury was reported and no treatment was received. Patient noted that quality control testing was performed on the suspect device, 2 days before the lab comparison, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.